Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765 lead, implanted: (B)(6) 2002; 419688 lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that during recorded episodes of atrial tachycardia/atrial fibrillation, it was noted that the atrial lead exhibited possible undersensing. The lead remains in use. No patient complications have been reported as a result of this event.